Manufacturer narrative:
Section h3: additional information. Manufacturer's investigation conclusion: a direct correlation between the reported event and heartmate 3 lvas, serial number (B)(6) could not conclusively be determined through this evaluation. The hm3 lvas IFU lists right heart failure, cardiac arrhythmia, and hypertension as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. It also states ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient had other admissions for heart failure reported under the following: MFR # 2916596-2019-04231 (01 apr 2018), MFR # 2916596-2019-04203 (09 apr 2019), MFR # 2916596-2019-04210 (23 may 2019), and MFR # 2916596-2019-04211 (30 jun 2019). The patient ultimately expired due to multiple system organ failure in the setting of end stage biventricular heart failure and is reported under MFR # 2916596-2019-04119 (15 aug 2019). Approximate age of device: 1 years, 1 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. Admission for this event lasted from (B)(6) 2019. It was reported that the patient was admitted from the vad clinic with marked volume and ascites. It was noted that hospital course was complicated by ascites, right ventricle failure, and hepatic encephalopathy. Central venous pressure and renal function were followed closely. Patient was diuresed with intravenous (IV) lasix and transitioned back home with torsemide 100 mg/50 mg daily. The plan was continue dobutamine 7.5 mcg.